Event description:
Event description cpi received information that this porous tined endocardial j lead (4270) was removed from service due to oversensing and undersensing. When the invasive procedure was performed they found the lead connector showed no connection with the lead. The (4270) lead was replaced with a sweet tip bipolar (4269) lead.